Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a myosure procedure on (B)(6) 2024, the physician reported that mid-procedure the device stopped cutting. The physician removed the device and determined that the blade appeared to be missing from the device. The physician examined the cavity with the hysteroscope and did not see any foreign material inside the cavity. A second myosure was used to complete the procedure successfully. After completing the procedure, the patient was taken for an x-ray, to look for the foreign material and the x-ray confirmed that there was no material left in the patient. Staff confirmed no patient injury and that the patient was fine. Staff inspected the device to try to determine if the blade was still inside the device and took the device apart and could not find the blade and checked the tubbing and tissue trap and did not see any evidence of the blade. The blade was confirmed not to be inside the patient. No harm to the patient reported.

Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted, and it was found that the handle, the outer tube, and the blade were damaged as soon as the disposable was taken off the box. Additionally, the internal mechanism was missing. Functional tests could not be conducted, due to the disposable being damaged. Internal inspection was conducted, and it was confirmed that the blade was within normal specifications, no pieces or parts missing from the blade. However, the blade was bent, and it caused the disposable to get stuck in the open position, which caused the user to not be able to observed the blade and would appear as missing. Based on this information it can be confirmed that no pieces were detached from the blade nor the device and none were left inside the patient.